Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer was initially assisted by technical support with resetting the pump, which resolved the issue temporarily. However, the malfunction recurred later, prompting technical support to send a replacement pump, ensuring the customer would receive a device with the latest software. The customer was instructed on backup therapy options and advised to return the faulty pump within ten days using the provided return box and pre-paid label.